Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Investigation summary: the eight photos were received by bd for evaluation. A quality engineer was able to review the photo of a discardit 2ml with 25gx1 needle from lot #1313818 regarding item # 302438 with the reported complaint of multiple defects (black spot) in the syringe. The investigating team has used the retention samples of lot #1313818 regarding item # 302438 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the samples for multiple defects (black spot) in syringe and no defect in syringe was found in the retention samples. The investigation was also carried out on the photograph as well. The photograph confirms the reported defect in the syringe. The investigating team has requested for the defective samples to be returned for a thorough investigation and finding the root cause, to have a proper corrective and preventive actions. An investigating team member will also visit the customers storage facility for helping resolve these issues. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd discardit 2ml with 25gx1 needle black foreign spots were found in 1471 units. There was no report of patient impact. The following information was provided by the initial reporter: "5700 units were defective while doing packaging having defects like black spot".